Event description:
Reporter indicated that a vns handheld computer serial cable was suspected to be defective as intermittent communication issues were occurring with the serial cable at different angles. Attempts for further information and return of the suspect serial cable are in progress.

Event description:
Reporter indicated that after replacing the computer serial cable, interrogation problems were continuing and the wand may be the suspect component.the vns wand and computer serial cable have been returned and are pending analysis.

Event description:
Analysis of the computer serial cable and programming wand did not reveal any anomalies, and both components performed per specifications. Reporter indicated the vns computer is working properly with the new serial cable. It is likely the communication issues were due to electromagnetic interference with the programming wand.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Suspect medical device, corrected data: the correct medical device is provided, as the wand was likely the suspect device affected by electromagnetic interference. Device manufacture date, corrected data: the wand manufacture date is provided.